Event description:
The patient experienced a loss of stimulation in the left low back and stimulation below the heart in the abdomen. A new anchor and lead were placed. Following revision, the patient had good stimulation in the left low back.

Manufacturer narrative:
The device is included in the medical device safety alert, anchor field action, physician communication.